Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet screen was cracked, and the customer could not unlock the pump; images of the damage were provided, and a replacement was arranged. Symptoms included no reported blood glucose impact. Outcomes included continued cgm use on the customer¿s phone or receiver and device replacement with return of the damaged unit. Investigation included review of customer-provided images and logistic tracking of the returned device and inspection of the returned device. Investigation of this device revealed a damaged display/screen that impaired user interface function, consistent with a hardware, screen broken or cracked issue. It was concluded, based on previously established findings for similar reports, that the cause was physical damage from external factors.